Event description:
The customer reported 12-lead ECG functionality loss. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG functionality loss. There was no report of pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.